Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that caller mentioned the pt said, on their safety questionnaire, that the ins was "non-functional." Agent discussed MRI guidelines. Hcp was not asked due to nature of complaint. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient said that the ins battery is dead and the timing of this was unknown. Agent reviewed that the patient is head-only eligible at most. Additional information was received from the patient. They reported that the issue of ins being non-functional was not caused normal battery depletion. The patient stated they turned it off after having it turned on for 2 years. No further pain, just left it in. Hcp was gone, so if they had to have their ins taken out, they would have to find someone to do it. Issue was not yet resolved. The device is not in use but they have to have it surgically removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.